Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialysate line of an oxiris set during priming. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device and a video were received for evaluation. Visual inspection of the provided video showed that the dialysate pre-pump line was perforated. Visual inspection of the actual device showed that the dialysate pre pump line was perforated. An air leak test was performed, and a leak was observed at the level of the dialysate pre pump line.the reported condition of leak was verified. The cause of the leak was due to the line perforation. The cause of the line perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.